Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 35mm navitor valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. During device preparation, the valve was loaded into the delivery system by an abbott employee. It was noted that excess force was required to turn the re-sheath wheel while attempting to retract the valve into the delivery system during loading. During the procedure, the valve was initially deployed to 80%, and the valve had to be recaptured. The valve was dragged back into the descending aorta, and the micro adjustment wheel was used to recapture the valve, which took about 10 minutes. The system was then advanced back to the annulus to attempt deployment again. Deployment was unsuccessful, and the valve had to be fully recaptured again in the descending aorta, which took about 25 minutes. There was a gap that was not able to be closed with the second recapture. The system was removed, and both devices were replaced with a new 35mm navitor valve and flexnav delivery system. The patient remained hemodynamically stable throughout the procedure. There was a clinically significant delay of 15 minutes, but there were no adverse patient effects reported. The patient status was reported as stable.

Manufacturer narrative:
An event of retraction problem was reported. The flexnav was returned to abbott and investigation found that all components were functional. The inner shaft and valve capsule were noted to have a bent, which is consistent with damage during use. Due to the condition of the device, functional testing was precluded. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and that the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. The cause of reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.